Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received via social media that the patient was experiencing pain at the lead site. The patient was prescribed with oxycodone.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received via social media that the patient was experiencing pain at the lead site. The patient was prescribed with oxycodone.